Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was being clamped on the cystic duct. Went to fire and the firing was "wobbly." Where the cartridge and metal meet, it is very loose. The clips were scissored and not closed down tightly on the duct. Another device was used to compete the case. There was no consequence to the patient.

Manufacturer narrative:
Eval summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.